Manufacturer narrative:
Information regarding suspect medical device, common device name: not available, regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding PMA/510k: den170015. Non-healthcare professional. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. All components were included in the return. The returned catheters both contained powder and one catheter contained a small amount of fluid. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. The nozzle of the device appeared to contain powder. When tested as returned, the device did not spray. The co2 cartridge discharged upon deactivation of the device. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirms the device was of the current design. When retested with a new co2 cartridge and activation knob, the device did not spray. The device was disassembled and powder was seen in the tubes connecting the powder chamber, on/off valve, and low pressure valve. The tubes were disconnected for removal of the powder and hard clumps of powder were observed in the nozzle. Loose powder was observed in the powder chamber cannula. A visual of the hole in the bottom of the powder chamber showed it to be clear. The catheters were tested for clogs with a sample device. The catheter containing a small amount of fluid was clogged and powder did not exit the distal end. The other catheter was not clogged and functioned as intended. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for the report of unable to spray was an internal clog within the device. The cause of the internal clog is unknown. The fluid in the clogged catheter and the hardened powder in the nozzle suggests that fluid could have traveled through the catheter into the device. To assist the user, the instructions for use (IFU) states, "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel. Note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. They followed the process prior to use. Once they inserted the first catheter into the endoscope, the powder would not deploy. They switched to the second catheter and it still would not deploy. They were able to achieve hemostasis with an unknown secondary therapy. The [cook sales representative] tried to trouble-shoot when he picked up the device. The handle appeared to be defective. The powder would not deploy even without the catheter on. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.